Event description:
It was reported that left tha was performed on (B)(6) 2016. After that, the patient developed pain and severe limp. Left revision surgery was performed in (B)(6) 2017 and liner (71337643/18bm11613) was exchanged